Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that, the customer had high blood glucose of 530 mg/dl and insulin pump was not working. The meter is not reading over and bolus are been tracked and shut of battery life. The customer decline troubleshooting for high blood glucose and was treated with shoot. Customer dissatisfaction and pump not keeping charge and or alert on no delivery. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and low battery alert noted. Device received with corroded battery tube noted.